Manufacturer narrative:
The device was returned for analysis. The reported difficulties to remove and advance were not confirmed due to device condition. The noted kink was likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulty to advance and remove the guide wire through the balloon catheter appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the shaft of the viatrac plus became damaged during advancement through the anatomy and/or other devices used resulting in the difficulty to advance/ remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a renal artery. A 5x20mm viatrac plus balloon was placed over a hi-torque command guide wire, and resistance was met when advancing the balloon over the wire. Therefore, it was decided to remove the balloon, but force had to be applied as resistance was met, and the balloon portion separated. The devices were simply removed altogether and it was confirmed that nothing remained in the anatomy. Another balloon and guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to filing the initial report, the following additional information was received from the account confirming that the shaft separated, not the balloon portion as initially reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional rx viatrac plus device referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a renal artery. A 5x20mm viatrac plus balloon was placed over a hi-torque command guide wire, and resistance was met when advancing the balloon over the wire. Therefore, it was decided to remove the balloon, but force had to be applied as resistance was met, and the balloon portion separated. The devices were simply removed altogether and it was confirmed that nothing remained in the anatomy. Another balloon and guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.